Manufacturer narrative:
UDI: (B)(4). Thv tvt registry. The valve remains implanted in the patient. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified aortic or mitral valve stenosis.  Deployment of the sapien 3 valve in a previously implanted surgical valve in the tricuspid position is not indicated in the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. There are multiple patient and procedural factors that alone or in combination can cause or contribute to too ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate the cause for the first valve landing too ventricular was due to the working wire placement. There was not a malfunction of an edwards device in the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), during the placement of the 29mm sapien 3 valve in a preexisting tricuspid surgical valve via transfemoral approach, the first was deployed too ventricular, so it was elected to deploy second valve inside of first to secure first in place.  The reason for the first valve to be deployed too ventricular was due to the working wire placement. There was not a malfunction of an edwards device in the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.